Event description:
Additional information received indicated that radio frequency (rf) telemetry was possible during a device check on 05 jan 2024. The device remains implanted, and there were no consequences to the patient.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) had no radio frequency (rf) telemetry. The patient was asymptomatic. No changes were made and there were no consequences to the patient.